Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device had a damaged connector. The returned device indicated a grommet issue, a damaged grommet, foreign material on set screw, a loose/detached set screw, a set screw with a rounded socket and a damaged set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the atrial lead and the left ventricular lead would not fit into the header of the device at the same time. The physician tried multiple times and they still would not fit. The device was not used and the physician decided to replace the device with another one. No patient complications have been reported as a result of this event.